Event description:
The customer reported that his adc meter is not turning on when the button is pressed or upon test strip insertion. As a result of being unable to test the customer experienced a loss of consciousness and symptoms of "low blood" and dizziness. The customer did not self-treat. It was further reported that the paramedics were called, transported the customer to a hospital where he was diagnosed with hypoglycemia, however no treatment was provided. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Customer's date of birth is unknown. The date of the medical event is unknown. The event date listed is the date adc received this complaint. (B)(4).